Manufacturer narrative:
The returned catheter was attached to the valve, pn 92355 with a suture. The valve met the requirements for leak and patency testing. Therefore, the nature of the complaint could not be replicated by laboratory personnel. 22.5 inches of the peritoneal catheter was returned. Due to insufficient length required for tensile testing, a tensile test could not be performed on the catheter. Proteinaceous debris was observed on the interior and exterior of the catheter. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The ventricular catheter may become occluded by particulate matter such as blood clots or brain fragments.¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventriculoperitoneal (vp) shunt was used and shunt system might be occluded. The defective product was removed, and another new product was implanted. The product had contact with the patient. The product was not damaged. There were no reports of patient injury in association with this event.